Event description:
Postoperative diagnosis: status post recent right interprosthetic femur fracture and plating now with failing hardware and nonunion with osteoporosis clinically found, fracture result of both trauma and the osteoporosis. This patient sustained a recent intraprosthetic fracture and she had shown some x-ray evidence of callus formation and it appeared to be safe to advance her rehab. Unfortunately, she has deformed her hardware. It is partially fractured, and from a mechanical point of view, this is obviously a nonunion and we need to proceed with revision surgery. Her condition is complicated by the fact that she has an inner periprosthetic fracture. On the femoral side, she has a very long restoration modular type femoral implant which does block out some fixation options and makes that part of the care more difficult. She did have a suture abscess in the lateral part of the leg that is not fully healed but appears to be clean. Her inflammatory markers are mildly elevated. Surgeon was going to explore that to make sure that was in a sinus tract down deep. At this time we do not believe that the hip or the knee is actively infected, but infection does remain a concern in this setting for obvious reasons.